Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was discolored/abnormal additive form and erroneous results. The abnormal additive event occurred 10 times. The erroneous results event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes have a deposit which caused a non-conformity on our analyzes." There was no report of adverse patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was discolored/abnormal additive form and clotting. The abnormal additive event occurred 10 times. The clotting event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes have a deposit which caused a non-conformity on our analyzes." There was no report of adverse patient impact.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was discolored/abnormal additive form and clotting. The abnormal additive event occurred 10 times. The clotting event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes have a deposit which caused a non-conformity on our analyzes." There was no report of adverse patient impact.

Manufacturer narrative:
H.6. Investigation: bd received 12 samples and 1 photo for investigation. The photo was reviewed. Evaluation of the photograph provided showed tubes with larger than normal droplets of additive on the tube wall. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. No additive abnormality was observed in the customer returned samples when visually inspected. 100 retained samples were visually checked and no additive abnormality were found. Additional testing for edta content was performed on 6 customer returned samples and 34 retained samples. All were within specification limits. Clinical testing was also performed on customer returned samples: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of return/customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm this complaint for additive abnormality based on the photo provided. Bd was not able to confirm this complaint for clotting based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was discolored/abnormal additive form and clotting. The abnormal additive event occurred 10 times. The clotting event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "the tubes have a deposit which caused a non-conformity on our analyzes." There was no report of adverse patient impact.